Manufacturer narrative:
Concomitant product: 6575 x2 stent, implanted: (B)(6) 1998; 694765 lead; 5076-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient felt increased weakness. The left ventricular (lv) lead was observed with an alert for high impedance. High and varying capture threshold measurements were also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.